Event description:
Boston scientific crm received information that this implantable defibrillation lead had dislodged. The lead was successfully explanted and tissue was noted in the helix mechanism. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
The complete lead was returned for analysis. Visual inspection found the helix was retracted. No tissue was noted in the helix when received in our post market quality assurance laboratory. Analysis could not confirm the clinical observation.